Event description:
It was reported that the colonovideoscope had an obstruction in the biopsy channel, which prevented passage of an accessory. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed. The most probable cause of the reportable malfunction was not known. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.